Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) came out without getting caught inside vessel wall. There is no trace of balloon rupture. There was no reported patient injury. Hemostasis was achieved with manual compression for twenty-five minutes and resulted in no extended hospitalization. Mynx vcd was prepared according to the instructions for use (IFU). The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There were no multiple sheath exchanges prior to the use of the mynx device. The user attempted to deploy the mynx sealant by pressing button one. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The device was used during percutaneous transluminal angioplasty (pta) procedure and used a retrograde approach. The physician has been trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Per the customer this complaint was reported twice in error. All information will be captured under event (B)(4) which was previously reported in medwatch report # 3004939290-2023-03482.